Event description:
Treatment of an aneurysm. It was reported that the distal section of the pipeline did not open during deployment and had a twist. The device was removed from the patient. No patient injury reported. Same event as MDR# 2029214-2012-00300

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).